Event description:
Ash split catheter inserted three weeks ago. They were getting poor flows, did a contrast test and decided to replace the catheter. Upon removal, they found a second introducer sheath in the pt.